Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2016-00193, 2. 3005168196-2016-00194, 3. 3005168196-2016-00195, 4. 3005168196-2016-00196, 5. 3005168196-2016-00197. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the a2 segment of the cerebral artery using penumbra coil 400 coils (pc400 coils), a px slim delivery microcatheter (px slim) and penumbra coil detachment handles (handle). During the procedure, while advancing a pc400 coil (lot # f63825) through the px slim, the physician met resistance and decided to remove both the px slim and the pc400 coil. After removing both devices from the patient, the physician noticed that the pc400 coil was damaged and had unintentionally detached from the pusher assembly. A new pc400 coil (lot # f63825) was then deployed into the aneurysm using a new px slim without any issues; however, the physician had difficulty detaching the pc400 coil in the aneurysm using the handle (lot # f31442). After three unsuccessful attempts to detach the pc400 coil using the handle, the physician attempted to use a new handle (lot # f31442) but was still unsuccessful. The pc400 coil was then detached manually by the physician. Another pc400 coil (lot # f36541) was then deployed into the aneurysm; however, the physician was unable to detach the coil using the handle and decided to manually detach the coil. The procedure was completed at this point since the physician considered the aneurysm to have been properly filled with the two pc400 coils. There was no report of an adverse effect to the patient.